Event description:
Product okay to use but the dual port cap is loose now and blood backs up and out of line. Never done that before. Catches nurse and patient off guard. The dual port, 1 to flush line and the 2nd used to be secure but it isn't any more. Is this in error? This has happened on several occasions.